Event description:
Due to a sepsis of bacteroides fragilis/candida albicans/staphylococcus aureusfistulat, there may have been a suture leakage. There was no problem during the initial surgery. Reoperation is how the case was completed.